Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture with pauses less than two seconds, and sensing issues, approximately two days after implant. Boston scientific technical services (ts) suspected a dislodgement and recommended immediate consultation with a physician. Subsequently this lead was successfully repositioned due to a dislodgement. It was noted during the repositioning procedure that the helix was not extended prior to the repositioning intervention. No additional adverse patient effects were reported.